Manufacturer narrative:
This report is for 1 unknown nail. Additional product code: hwc. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient experienced collapse of their reverse oblique proximal femur fracture post trochanteric fixation nailing. This was discovered via x-ray and the treatment plan is unknown at this time. This report is for an unknown nail. This is report number 2 of 3 for (B)(4).